Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records are reported to not be available. Patient imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for small aneurysms of the left common iliac artery, internal iliac artery (iia) and abdomen on (B)(6) 2019. The left iia was previously embolized with coils. The afx2 bifurcated stent graft (bsg) and an afx vela suprarenal were implanted via right access, and the afx limb was implanted on the left leg. The procedure was completed with no endoleaks. It was reported to the distributor on (B)(6) 2025 that the most recent follow-up identified that the afx2 (bsg) and the afx limb had completely separated. Intervention was performed on (B)(6) 2025. An excluder leg (non-endologix) was implanted and then the initially implanted afx2 (bsg) was relined with a new one. Balloon touch-up was performed. The final angiography showed no endoleaks. The procedure was completed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the implant separation and type iiia endoleak of the afx2 bifurcated stent graft and left afx limb extension is confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Clinical assessment determined that there was evidence to reasonably suggest 15.7 mm aneurysm enlargement in the left common iliac artery occurred that was not in the event as reported. The aneurysm enlargement was discovered during review of the computed tomography study labeled #3. The complaint is most likely user related due to the off-label use as the patient was being treated for a small 34 mm abdominal aortic aneurysm (should be =50mm) and a 39.5 mm aneurysm of the left common iliac artery. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date: updated. H6: health effect: clinical code: remove 4580. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.